Event description:
Customer reports meter results of 643mg/dl while using the aviva system. Meter results are out of range; results greater than 600 mg/dl are to display as "hi". No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.